Manufacturer narrative:
The reported product catalog number (0010205) was not valid for the reported lot number (43eqd837), therefore, we are submitting this report under the reported catalog number. We have contacted the initial reporter for additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2008 - patient underwent surgery. A repair of a hernia was performed. A composix kugel mesh was used in the repair. Following the procedure, patient had numerous complications and required multiple physician visits and follow-up. Subsequently, patient noticed problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain as well as nerve pain. Patient was subsequently hospitalized and underwent an exploratory laparotomy with lysis of adhesions and removal of the mesh material. Patient has suffered and will continue to suffer physical pain and suffering.